Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The device photos were provided, visual analysis was performed using photographs of the device which identified rupture. The reported event of rupture was confirmed through analysis however it was not possible to determine the root cause. No other information is available at this time to determine any other probable cause and/or the exact cause of the event. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting implant rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed, as fold flaw opening. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reporting, left side implant rupture. Device has been explanted.